Event description:
A consumer reported that she was in extreme pain after using the freeze verruca and wart remover. The consumer's husband administered the treatments to his wife's verruca, which was located on the right foot behind the big toe. The consumer reported that her toe became swollen to the point that she could not move her toe. She stated that she could not walk on the treated area. The consumer's husband administered a total of four treatments with a break of one week between treatments. The package insert states to wait two weeks between treatments.

Manufacturer narrative:
Follow up with the consumer revealed that she visited a chiropodist 3 times. A letter and questionnaire has been sent to the chiropodist to obtain further details regarding diagnosis and treatment. The implicated product was returned to orasure for evaluation on (B)(4) 2013. Functionality testing (per procedure wi qc134) was performed on the returned product, revealing that the product performed as intended, reaching a minimum temperature of -57.7 degree celsius, which is within the specification of less than or equal to -50 degree celsius (wi qc134. F1, "cryosurgical products functional testing"). The implicated product was then sent to royal sanders (contract MFR) for evaluation. Review of the batch record for canister lot 2130 did not reveal any deviations. The retain samples for batch 2130 were evaluated and were within specifications. Visual inspection of the implicated kit did not reveal any abnormalities. The components of the canister were measured to ensure proper assembly. All measurements were within specification. Functional evaluation of the implicated product revealed that the goal temperature was reached and maintained for the specified amount of time and did not dispense more than the specified amount. Based on our investigation, royal sanders and orasure conclude that the product is meeting its technical and product specifications.